Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 and restricted septal leaflet, on a patient with a left ventricular (lv) pacer lead. A first clip, a triclip xtw (50501r1026), was inserted and deployed on the tricuspid valve. To further reduce tr, a second clip, a triclip xt (50418r1069) was inserted, and grasping was performed. However, while grasping the leaflets, the clip became caught in the chordae. Troubleshooting was performed to remove the clip and the clip was able to be freed from the chordae. However, while troubleshooting, the first clip (50501r1026) detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). It was noted that it was suspected that there had been contact between the first clip (50501r1026) and the second clip (50418r1069). The second clip was then implanted on the leaflets, stabilizing the slda clip. To further reduce tr and to stabilize the slda clip, a third clip was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 2. It was noted that the slda clip remained stable on the leaflets. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation (single leaflet device attachment (slda)) and device damaged by another device (dislodged) are related to procedural conditions (interaction during positioning of another clip). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 and restricted septal leaflet, on a patient with a left ventricular (lv) pacer lead. A first clip, a triclip xtw (50501r1026), was inserted and deployed on the tricuspid valve. To further reduce tr, a second clip, a triclip xt (50418r1069) was inserted, and grasping was performed. However, while grasping the leaflets, the clip became caught in the chordae. Troubleshooting was performed to remove the clip and the clip was able to be freed from the chordae. However, while troubleshooting, the first clip (50501r1026) detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). It was noted that it was suspected that there had been contact between the first clip (50501r1026) and the second clip (50418r1069). The second clip was then implanted on the leaflets, stabilizing the slda clip. To further reduce tr and to stabilize the slda clip, a third clip was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 2. It was noted that the slda clip remained stable on the leaflets. There were no adverse patient effects and no clinically significant delay in the procedure.